Event description:
In operating room for laminectomy, while positioning in the prone position, the skull clamp became dislodged and the pins cut the pt's skull requiring staples to close, may be related to manner of positioning. (B)(4)/ day surgical distributor.